Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event: "patient status is not known" (no information). Product problem: "system screen indicated treatment was complete, treatment was 93% complete." (Image display error). The ophthalmic technician reports the system screen indicated the treatment was complete and the doctor removed his foot from the footswitch. Flap was put down. Then the system screen indicated the treatment was 93% complete. The surgeon quickly re-lifted the flap and depressed the footswitch completing the procedure. Estimated delay was 30 seconds. Additional information has been requested.